Manufacturer narrative:
Additional review indicated patient code is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) would often get ¿too stingy¿ or too uncomfortable to continue charging. The patient stated that their therapist increased the wattage and they felt it gave them more relief. However, the patient stated that they weren¿t told to turn down their settings so they were miserable until they got home. It was noted that it took the patient a day or so before they got adjusted again. The patient was able to adjust the settings themselves in order to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the ins was taking too long to charge and the patient felt like the battery "was over with". Patient thought maybe that battery would need to be changed but the manufacturer representative told the patient that the ins battery does not need to be changed and would last another 2.5 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient didn't believe anything was suggested. It was felt that the battery wasn't necessarily near replacement as of yet. No actions were taken that the patient could recall. The patient stated that they were given the strap that goes over the body to hold it against the device and to keep the ins charging. The patients back pillow is more effective and less trouble. No further complications were reported or anticipated.